Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities; this instrument was produced at (B)(4) as part of a 25 pc. Lot in april of 2014. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
It was reported that the clip is removed with ease during the application and after placement. It is unclear if the problem lies with the clip or the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip is removed with ease during the application and after placement. It is unclear if the problem lies with the clip or the applier. The patient's condition was reported as fine.